Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving dilaudid (concentration of 25mg/ml, dose of 8.985mg/day) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 than an alarm was heard/confirmed by telemetry. It was stated that the patient had an mra exam completed today and then a pump alarm went off. The alarm was a critical alarm. The patient¿s logs showed ¿pump in shelf state¿ in addition to low battery reset messages. It was stated that they also saw a motor stall message in the attention dialog box but did not see it in the pump logs. Additional information received from the manufacturer representative. He reported that he was in the managing healthcare provider's (hcp) office when he heard the patient¿s pump alarming on (B)(6) 2016. He interrogated the pump. He clarified that the logs showed the pump was in ¿safe state¿ (and not shelf state) and that a motor stall and low battery reset had also occurred. The patient did experience some withdrawal after the safe state occurred but their physician supplemented them with oral medication until the replacement, ¿which helped a lot.¿ the pump was replaced 3 to 4 days after (B)(6) 2016 by a neurosurgeon. The cause of the motor stall, low battery reset and safe state was unknown. The patient is doing fine after pump replacement and is receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.